Event description:
It was reported that during an ion endoluminal lung biopsy procedure, a pneumothorax was identified and the physician believed it was caused by a needle puncture. A chest tube was placed to resolve the pneumothorax. The patient was reported as doing well. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc., (isi) has made multiple attempts to obtain additional information regarding the event. However, there was no response received from the physician.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. As of (B)(6) 2023, a review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.